Manufacturer narrative:
This report is submitted on april 25, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (date not reported). There are plans to replace the internal magnet, however, it has yet to occur as of the date of this report.